Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max) and a velocity delivery microcatheter (velocity). During the procedure, the physician completed one pass using the neuron max, jet7, and velocity. Then, the physician experienced resistance while attempting to advance the jet7 through a very sharp curved siphon and subsequently, the jet7 would not advance through the curve. Therefore, the jet7 was removed. After the removal, it was noticed that the distal end of the jet7 was stretched. The procedure was completed using a non-penumbra catheter, the same neuron max, and the same velocity. There was no report of an adverse effect to the patient.